Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt was showing an intolerance to device testing. The pt only uses the device for a limited time during speech class and does not wear the processor at home. The pt is bi-laterally implanted and was last seen in (B)(6) 2013. The pt was re-implanted on (B)(6) 2014.